Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: all of the surgicel powder was used, and irrigation was not performed. The patient, who underwent a hysterectomy had considerable amount of gi issues, had a lot of inflammation on the bowel and required an ng tube. Dr. Willet strongly feels that the surgicel powder is what caused the patient¿s gi issues, and that the powder got on the bowel creating issues with the bowel (inflammation). The following information was requested, but unavailable: what is the procedure date? What date did the abscess occur on? Was there any medical or surgical intervention performed to treat the abscess (re-operation; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. What is the most current patient status? Can you identify the lot number of the product that was used?

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2021 and absorbable hemostat was used. Post-operatively the patient experienced an abscess. Additional information was requested.